Event description:
The lead was returned to the manufacturer after being explanted as part of a system upgrade. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on lead analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant product: addr01 ipg, implanted: (B)(6) 2011. (B)(4).